Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced severe hyperglycemia after taking oral steroids, eating, and awakening from a nap to find the ilet cartridge disconnected, which was later attributed to an unscrewed luer/connector that interrupted insulin delivery; the patient disconnected from the ilet and administered subcutaneous insulin by pen, then reconnected after troubleshooting and reported blood glucose of 145 mg/dl and steady. Symptoms included elevated blood glucose. Outcomes included return of blood glucose to target without hospitalization or emergency treatment. Investigation included phone-based troubleshooting and collection of the connector lot number. Investigation of this case revealed a loose or unscrewed connector leading to interrupted insulin delivery and subsequent hyperglycemia. It was concluded that the hyperglycemia resulted from interrupted insulin delivery due to a disconnected/unscrewed connector, and the device functioned as expected once properly reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.